Event description:
(B)(4). The dentist reported 3 months after the dental implant was installed in intraoral region #28 it was verified its non-osseointegration. Thirty ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type ii.